Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hyperglycaemia. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone11.8. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention with a doctor¿s visit on (B)(6) 2026 with hyperglycaemia and an infection that developed at the infusion site (leg) while wearing the pod between 36 and 48 hours. The patient¿s blood glucose levels rose above 250 mg/dl. It was reported that the pod was leaking insulin. The site was reported to be red and swollen with purulent discharge. The patient was also reported to experience headache, nausea and vomiting. The patient was treated with electrolytes, unspecified oral antibiotics, unspecified topical antibiotics and zofran (ondansetron).